Event description:
It was reported that a contra angle attachment became hot and burned a pt's cheek. The pt was admimistered pain medication, though no medical/surgical intervention was required to treat the burn.

Manufacturer narrative:
In this event it was reported that a contra angle attachment became hot and burned a pt's cheek. Though no medical/surgical intervention was required to preclude a serious injury in this event (the pt was administered pain medication, though such action is not considered intervention), there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Because of this and the fact that eval of the returned unit has not been completed as of this report, it must be presumed that the device malfunctioned and that recurrence of this malfunction is likely to result in a serious injury or require intervention to preclude such. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Evaluation results will be submitted as they become available.